Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was 550 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy.